Event description:
Allegedly the component broke.

Event description:
Allegedly the component broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Product was not returned with complaint. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Product conformance could not be determined. Use of device could not be determined.